Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were seen. Next, they functionally tested the catheter and were able to insert a guidewire. They were able to deploy the catheter without difficulty, but once in flower shape the petals had poor planarity. They then tested the catheter's flushing capabilities and were successfully able to irrigate the catheter in all deployment states. It was determined the poor planarity was likely due to a manufacturing deficiency as there was some damage to the struts supporting the splines. However, there was no problem found with the irrigation system of the catheter and the reported allegation of irrigation issues was not confirmed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was used. The drip line and guidewire lumen were hand flushed at the table, then the guidewire was inserted to test deployment of the spline array. The array splines were a bit forward-facing when deployed to the flower shape but were still considered acceptable. The catheter was connected to a pump for irrigation, and then an occlusion occurred. The catheter was disconnected from the pump, but upon reconnection an occlusion occurred again. An attempt was made to hand flush the catheter again, and it was found that the catheter was not dripping from the distal end. The catheter was replaced and the procedure was completed successfully without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was used. The drip line and guidewire lumen were hand flushed at the table, then the guidewire was inserted to test deployment of the spline array. The array splines were a bit forward-facing when deployed to the flower shape but were still considered acceptable. The catheter was connected to a pump for irrigation, and then an occlusion occurred. The catheter was disconnected from the pump, but upon reconnection an occlusion occurred again. An attempt was made to hand flush the catheter again, and it was found that the catheter was not dripping from the distal end. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.